Manufacturer narrative:
An event of thrombosis/thrombus was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There was no allegation of malfunction against any abbott device or procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder (amulet or acp2) was chosen for implant using a 15f amplatzer torqvue 45x45 delivery sheath. The physician noticed that patient act levels were inaccurate when the patients act was high after 8k of heparin was administered and the second act was recorded at 163. Therefore, the physician believed the non-abbott activated clotting level (act) machine was broken. During the procedure, the physician noticed the device size was too big and a 22mm amulet was selected. While the amulet was being exchanged for a 22mm size, a clot was seen on transesophageal echocardiogram (tee). The clot was not present in the left atrium prior to the procedure. The physician took the sheath and amulet out of the body and aborted the procedure. The clot was not showed on any of the abbott devices. A new 15f amplatzer torqvue 45x45 delivery sheath was selected and sucked up the clot. There were no reported device issues. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay. The patient was discharged.